Event description:
During use of the 5855 table, the carbon composite center beam from the table's assembly came apart. The center beam was replaced in reference to a field correction (B)(4). It was stated that there was no pt injury involved in this incident.